Manufacturer narrative:
Received two (B)(4) in opened original package. Lot number was able to be verified. Performed a visual inspection, there was discoloration to one side of the ground pad. Additional information provided indicated that the site selected on the patient was not prepped prior to application of the pad. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 13 reports, (B)(4). Per the instructions for use, the user is advised the following: 1. Select a well vascularized site in close proximity to the surgical site (anterior arm or thigh is recommended). Avoid placement on bony prominence, skin lesions or folds, tattoos, scars, metal prosthesis or near ECG electrodes and cables. Do not apply where fluid may pool. 2. Always use largest size pad per the patient weight guidelines which can be properly applied to the site: surefit dual dispersive electrodes are for use on patients weighing more than 2.2 kg provided there is sufficient surface area to ensure full contact of the pad with the patient¿s skin. 3. Prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at application site, clean and disinfect area to remove oils, lotions, etc., and allow to dry thoroughly. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Update: per medwatch (B)(4) received on (B)(6) 2023, "a bovie pad was applied to right lateral thigh. Bovie intermittently not working. Machine replaced and pad contact checked again. When bovie pa was removed a burnt corner was found on the contact pad and patient had a burn from the incident.". The covidien valleylab ft10 was the generator used with the pad and will be listed as a concomitant device. The customer reported that the device, (B)(4) cga, surefit ground pad with 10ft cabel was being used during a lap chole procedure on (B)(6) 2023 when it was reported ¿a patient was burned by the bovie pad. The pad was applied correctly. The burn was not found until surgery was complete. There is actual burning on the bovie pad as well.¿. The procedure was completed. Further assessment found that no prep was done to the area where the pad was applied. The patient received a 3rd degree burn and bacitracin and band aid applied. There was no delay to the procedure. No extended stay was needed for the patient and the patient was discharged home. This report is being raised due to the reported injury of 3rd degree burn to patient.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
The customer reported that the device, 410-2000 cga, surefit ground pad with 10ft cabel was being used during a lap chole procedure on (B)(6) 2023. It was reported ¿a patient was burned by the bovie pad. The pad was applied correctly. The burn was not found until surgery was complete. There is actual burning on the bovie pad as well.¿ the procedure was completed. Further assessment found that no prep was done to the area where the pad was applied. The patient received a 3rd degree burn and bacitracin and band aid applied. There was no delay to the procedure. No extended stay was needed for the patient and the patient was discharged home. This report is being raised due to the reported injury of 3rd degree burn to patient.